Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device could not hold cutter devices was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was operating with safety engaged. It was further determined that the device failed pretest for safety assessment. The assignable root cause of these conditions was determined to be traced to the user, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that motor device did not hold cutter devices. During in-house engineering evaluation it was observed that the device was operating with safety engaged. It was further determined that the device failed pretest for safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.